Event description:
It was reported that during a lap hysterectomy, the device went through pre-run testing and went to be used by the resident on the broad ligaments and went into test mode. Re-tested the device (heard min/max sounds); went to enter inter cavity and system went back into test mode. Surgeon re-assembled system herself and re-tested. Worked on the pedicles and resident finished her side and handed the device to the surgeon and as soon as the surgeon went to use it, system went back into test mode. Changed the disposable and handpiece. Continued to work with the device though it continued to go into test mode. Resident grabbed the neck of the uterus to retract and this is when the bleeding started. As the device was not working, it was not available to control the bleeding. Tried electrocautery, but that system was not working. Used clip applier and clipped vessel but surgeon was getting concerned about pt and converted to open at this time.

Manufacturer narrative:
Date sent: 03/30/2009. Info anticipated, but unavailable at this time.